Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; extended opening, wear abrasion, fold creases, yellow particles in shell, black particles in valve, observed a void in valve (vv of 2mm) it is out of specification per qa 199.06. The leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge (no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Void in valve assessed as workmanship. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(6) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification, per qa199.06. This observation has no relation with the reported event. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.